Event description:
Account alleged that right siderail does not stay up. No pt impact.

Manufacturer narrative:
The technician found the pt right head siderail weld is cracked and needs to be replaced. The technician replaced the pt right head siderail assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.